Event description:
I was always a healthy and active person. I was like 31 or 32 when I had it done and I am now 39 years old. Since having the essure implant I experience irregular menstrual cycles, heavy menstrual bleeding along with big blood clots, and painful cramping during menstrual cycle. Which, before this my cycles were normal with no cramping. I also have joint pain, back pain, and headaches nearly everyday. All of this has slowly been getting worse since having the procedure done. I also suffer from chronic fatigue, numbness in my hands, and depression. I had never been depressed until a few years ago. The cyst I developed was found when I had the one year check up after having it done. Being irritated by this I have not had an ob/gyn check up since. I have been seeing my family doctor and explaining all of these problems to him but no blood work has indicated anything is wrong. He has no solution as to how to help me with all of the symptoms I have been experiencing. I am not sure of the exact date that I had this done. I would have to contact the doctor who did the procedure which I am planning to do.